Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the tissue pad fell off of the device. The customer stated that the problem occurred while cleaning off tip instrument. A second device was used to complete case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.